Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening seroma-late: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health care professional reported left side rupture and later a left seroma. The device has been explanted and replaced.

Manufacturer narrative:
Email address: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported left side rupture diagnosed with ultrasound test. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional later reported left side late seroma was sent for histological testing. Device has been explanted and replaced with a non-allergan device.